Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to duplicate the reported issue. Fsr ran operational verification procedure (ovp), the unit passed all test and runs according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving xdcr fault error. The customer indicated that here was no patient involvement in this event.